Event description:
It was reported that the pt's vns generator had indicated "not delivering current" however, the impedance and battery were ok as per the physician. The pt and product info were not provided and attempts for further info have been unsuccessful to date.